Event description:
It was reported that the patient presented after receiving an inappropriate shock. It was determined that the lead integrity alert ( lia) was triggered for the right ventricular (rv) lead due to oversensing with noise, many non-sustained ventricular tachycardia (vt) episodes, and many short interval counts (sic). In addition, the impedance trend was noted as "slightly suspicious". An rv lead fracture is suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance trend on the rv (right ventricular) pacing lead was variable. The analyst noted the ventricular sensing integrity counts up to 1544; with non-sustained ventricular tachycardia (vt) episodes and ventricular fibrillation (vf) detected episodes without inappropriate shock due to lead noise oversensing. The rv lead impedance variation of 60 ohms.